Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.